Event description:
It was reported that the during the intracept procedure, the physician encountered hard bone. When the physician removed the curved cannula, he noticed that the tip was broken. The broken device fragment was unable to be retrieved during the procedure, and it could not be confirmed that the device fragment was contained inside the bone via fluoroscopy. An additional kit was opened and the procedure was completed successfully. It was also noted that the patient experienced air embolism during the procedure.

Event description:
It was reported that the during the intracept procedure, the physician encountered hard bone. When the physician removed the curved cannula, he noticed that the tip was broken. The broken device fragment was unable to be retrieved during the procedure, and it could not be confirmed that the device fragment was contained inside the bone via fluoroscopy. An additional kit was opened and the procedure was completed successfully. It was also noted that the patient experienced air embolism during the procedure. Additional information was received that the patient did not experience any complications including air embolism.

Manufacturer narrative:
This report is report is being submitted to correct the impact code description, impact code field (h6) in section h, device manufacturers only.

Event description:
It was reported that the during the intercept procedure, the physician encountered hard bone. When the physician removed the curved cannula, he noticed that the tip was broken. The broken device fragment was unable to be retrieved during the procedure, and it could not be confirmed that the device fragment was contained inside the bone via fluoroscopy. An additional kit was opened and the procedure was completed successfully. It was also noted that the patient experienced air embolism during the procedure. Additional information was received that the patient did not experience any complications including air embolism.